Event description:
It was reported that the Spinal Cord Stimulation (SCS) patient experienced difficulties charging the Implantable Pulse Generator (IPG), resulting in a loss of therapy. To address the issue, the patient underwent a revision procedure during which the device was explanted and replaced. In accordance with the facility's policy, the explanted device was retained by the facility and will not be returned for evaluation.

Manufacturer narrative:
Block B3: Exact date unknown, approximate based on the date the manufacturer became aware of the event.